Manufacturer narrative:
Investigation summary: this complaint is for false positive cpo results with clinical samples when using phoenix panel nmic-306 (449292) batch number 3087773. The customer provided panel returns, phoenix generated lab reports and isolates for the investigation. The lab reports show cpo positive results for enterobacter cloacae when using the complaint batch. To investigate, two customer returned panels of complaint batch 3087773 was inoculated with customer returned isolate enterobacter cloacae 8367667 and evaluated for cpo results. Both panels returned the expected cpo negative results, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on complaint batch 3087773. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It was reported that with use of bd phoenix panel nmic-306 there is overcalled carbepenem resistance in enterobacter cloacae. Isolate. One panel/isolate was affected. Result was not reported and there was no patient impact. The following information was provided by the initial reporter: "customer reporting overcalled carbepenem resistance in enterobacter cloacae with use of nmic-306 (449292) lot 3087773. Hazard, injury or erroneous results? Yes hazard, injury or erroneous results details did a death occur? No did a serious injury occur? No did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? Enterobacter cloacae- class 2 carbapenemase producer 2. What result was the customer expecting to obtain (if different from the obtained result): cpo negative 3. Was this a qc, validation, or proficiency test? No 4. Was patient treatment changed as a consequence of the issue with results? No, result was not reported 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No ".

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that with use of bd phoenix panel nmic-306 there is overcalled carbepenem resistance in enterobacter cloacae. Isolate, one panel/isolate was affected. Result was not reported and there was no patient impact. The following information was provided by the initial reporter: "customer reporting overcalled carbepenem resistance in enterobacter cloacae with use of nmic-306 (449292) lot 3087773. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did a death occur? No. Did a serious injury occur? No. Did erroneous results occur? Yes. If yes, detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? Enterobacter cloacae- class 2 carbapenemase producer. 2. What result was the customer expecting to obtain (if different from the obtained result): cpo negative. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No, result was not reported. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No".